Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to be readjusted when a stylet was being put through. After several attempts, the physician elected to take out the lead and implant a different lead instead. The patient was okay post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.